Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that during the implant procedure, the implantable pulse generator (ipg) was sensing small r wave and high impedance different to the parameters through the analyser during testing and retesting. Difference of a factor of five times was measured. The ipg was exchanged for a different device. No patient complications have been reported as a result of this event.